Event description:
It was reported that during a procedure, the surgeon used the circular stapler as per normal on a colorectal anastomoses - end to end. Stapler fired normally with no issue. Distal tissue donut was malformed while proximal tissue donut was intact. Leak test was performed multiple times and no leaks were found. The procedure was completed successfully with no delay. There was no patient consequence.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device cdh29p lot number u93a4a and no non-conformances were identified. Investigation summary: this is an analysis for a set of photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the set of photos shows a piece of tissue in which there appears to be a staple. However, due to tissue on staple proper/improper form of the staple cannot be determined. Based on the set pf photos review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4) date sent: 02/23/2022 d4: batch # u5ac55 device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Device was received with no staples present and anvil with cut washer. When battery was installed, the green checkmark illuminated, confirming that the device was fired and achieved full firing stroke. Device was loaded with staples, reset, and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.